Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. Following an unspecified stent implant, a 4.0 x 12 mm nc trek balloon catheter was used for post-dilatation. The balloon was inflated above the rated burst pressure at 20 atmospheres (atms); however, after use it was unable to completely deflate and be inserted inside an unspecified guiding catheter. Therefore, all the devices were withdrawn, including an unspecified vascular radial introducer sheath. An unspecified diagnostic catheter was then inserted with a new unspecified introducer sheath to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was not confirmed. The reported difficulty removing the bdc from the guiding catheter was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted coronary dilatation catheters, nc trek rx, instruction for use states: balloon pressure should not exceed the rated burst pressure (rbp). The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, the following additional information was provided: the procedure was to treat the right coronary artery. Additionally, the nc trek balloon was inflated twice above the rated burst pressure at 20 atmospheres and had difficulty being removed from an unspecified guiding catheter. No additional information was provided.